Manufacturer narrative:
Continuation of d10: product ID {evfxplus-29}; product lot/serial number {(B)(6)}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} product ID {d-evolutfx-2329}; product lot/serial number {(B)(6)}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification in the sinotubular junction (stj). During the implant of the transcatheter valve, the delivery catheter system (dcs) had difficulty crossing the aortic arch. The orientation was changed, and the dcs was able to cross the arch. Subsequently, the dcs got stuck at the level of the stj. A snare was used to reposition the dcs and advance the dcs into the aorta. The valve was successfully implanted. 1 day following implant of the valve, the patient experienced leaning to one side, slurred speech, and left sided weakness. An magnetic resonance imaging (MRI) was performed that revealed an embolic stroke. The patient was sent to rehabilitation. Per the physician, the stroke was related to the procedure, and the patient¿s calcified anatomy contributed to the stroke. Additional information was received to report the MRI revealed a "small vessel stroke". The patient's hospital admission was prolonged due to the neurological defect and stroke testing. Additional information was received that clarified previously reported information indicating that the first valve was reviewed under fluoroscopy, and it was confirmed to have been loaded successfully. The valve and dcs were then advanced over the medtronic guidewire into the aorta. Appropriate orientation was confirmed, and then the system was advanced beyond the aortic arch to the aortic root. The dcs would not cross the sinotubular junction (stj) despite multiple attempts. The physician tried re positioning the guidewire, but the dcs would not cross the stj. It was decided to upsize the non-medtronic (gore-dry seal) sheath. The guidewire and dcs were withdrawn from the patient. The physician exchanged the guidewire with a non-medtronic guidewire and then used a snare to navigate the arch and the ridge in the ascending aorta. A second valve was prepped and loaded correctly under fluoroscopy. It was reported that the second system had some difficulty advancing as well, but the valve was deployed slowly in the cusp overlap view, with several injections to confirm position. The valve appeared to be stable and in an appropriate position. After repeat aortograms and further review, the decision was made to fully deploy the valve. Subsequent aortographic and echocardiographic imaging revealed the valve to be adequately positioned with normal coronary flow and without regurgitation. The dcs was withdrawn from the patient and there was no evidence for any ongoing bleeding or hematoma. At the procedure conclusion, the patient was hemodynamically stable with no evidence of complications. It was further reported that the withdrawal and re-insertion of the dcs¿s could have contributed to the stroke that had occurred the next day.

Manufacturer narrative:
Updated data: a2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.